Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012532061 was returned and analyzed. Visual inspection was performed. No anomalies were identified during external visual inspection of the handle segment of the catheter. On the spiral array segment, a fragment of foreign material was observed stuck on the guidewire. On the shaft segment, a kink was observed on the shaft at 3 inches from the handle nose. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed and the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity test did not reveal any anomalies. Hipot verification for the integrity of electrode wires insulation revealed intact electrode wires without any insulation damage. Inspection (microscope/x-ray imaging) and testing was performed to verify the integrity of the catheter sub-components. No anomalies were identified. In conclusion, the foreign material issue was confirmed during testing and the loop catheter failed the returned product inspection due to foreign material and a kinked shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the pulsed field ablation catheter, material was found in the guidewire after removing the catheter. The procedure began normally with a transeptal performed using integrated dilator/needle through the sheath. Another manufacturer's mapping catheter was utilized to map the left atrium (la) using carto. The catheter was prepped on a sterile table with a  guidewire and advanced into the la through the sheath. The case proceeded with two passes of the catheter, and a second map was conducted between passes, showing a remaining connection in the right superior pulmonary vein (rspv). The catheter and wire were inspected and reprepped before being reintroduced. Upon recapturing the array into the sheath in the la for the second time, it was observed in imaging that the wire appeared prolapsed back into the sheath. The j-tip was already within the sheath with the more proximal wire still exposed. The catheter was removed without resistance, but material was noted to be caught in the wire upon removal. A final   map was completed through the sheath, and the case was concluded. No patient complications have been reported as a result of this event.